Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported the unit of measure setting of their locked freestyle meter was able to be changed between mg/dl and mmol/l. There was no report of death, serious injury or mistreatment.